Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, after repositioning and implanting the va lcp plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He slowly inserted and locked the va locking screw though the guiding block in a positioning hole. It was reported the surgeon inserted the screw carefully and the screw penetrated easily in the proximal row, most styloid hole. The surgeon tried to remove the screw through the hole, but he was not able to remove the screw. The plate and screws remains implanted in the patient. The procedure was completed. The surgeon chose fixed mode and used the torque limiter 0.8nm in lock. He did not use power tool during insertion. The toque value was checked before shipping and cleared testing. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.